Event description:
It was reported that the foley catheter balloon did not deflate during catheter replacement while implanted in an extracerebral ward. No abnormalities were detected throughout the catheter and they discarded a syringe made by another company.

Manufacturer narrative:
The reported event is unconfirmed as product meets specifications. Visual evaluation noted received 3-way temp sensing catheter. No defects. Inflated with 10ml of solution and rested with no leaks noted. Deflated under 3 minutes without leaks or cuffing noted. Also received 2 photo samples. First photo sample shows top overview of catheter. Second photo sample shows end of catheter with balloon not deflated. Based on the physical sample received product meets specifications. No root cause could be found because the reported event was unconfirmed. Labelling, and DHR reviews were not required as the reported event was unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter balloon did not deflate during catheter replacement while implanted in an extracerebral ward.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.